Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which revealed a hair in the packaging. The reported condition was verified. The cause of the condition is a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed in the packaging of 250ml eva bag. This was identified prior to use. There was no patient involvement. No additional information is available.